Event description:
Injection port popping off. No specific information other than this is happening in an oralmaxillary facial surgeons office. Writer will update information when available. Additional information from distributor indicates there are 10-12 incident over a six month period of port popping off when syringe is withdrawn from the injection site. No pt injury reported.